Manufacturer narrative:
Correction: section d6a. Date of implant should have been (B)(6) 2023 rather than (B)(6) 2023.

Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the pacemaker induced heart failure. The pacemaker was explanted and replaced. The patient was in stable condition.